Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that the drive support cap has fallen off. Customer dropped his insulin pump. Customer stated that he has taped the area and kept using the insulin pump. Customer has stopped using the insulin pump. Advised customer that insulin pump must be replaced. Nothing further reported.